Manufacturer narrative:
(B)(4). Date sent: 11/2/2023. B3: exact date is unk. Assumed first day of the month. Investigation summary . The product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 251010j device was returned sealed inside its original packaging. Upon visual inspection, it was observed that the packaging was damaged; it was observed to have a tear in the area of the seal that created a hole in the package. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage all ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot: 2208230, and no non-conformances were identified. Additional information was requested, and the following was obtained: according to the additional information it stated, ¿sterility of some of the pencils is affected by this damaged box¿. We need to know the exact number of pencils that the sterility was affected. I did not open the box - it was sent back to wqc - but I don¿t believe all 20 pencils were involved. But the customer wanted the entire box replaced because of the damaged corner and you could see that there were impacted pencils by looking through the hole in the box. I saw the damaged box. One side of the box was ripped at the side. Sterility of some of the pencils is affected by this damaged box.

Event description:
It was reported that when the loading dock received their order last week they received one damaged box of smoke evacuation pencils. Customer stated that they would have kept them but the product packaging is also damaged. There were no adverse consequences reported.